Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker went into back-up vvi mode due to event queue overflow. Programming changes were made. There were no patient consequences.